Event description:
It has been reported to philips that there was geometry movement issues. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system geometry movement issues. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.